Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip would not release from the tissue. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.